Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. Customer attempted to resume insulin delivery without troubleshooting the alarm and additional alarms occurred. Customer¿s blood glucose (bg) was in the 400 mg/dl range and ketone level was large. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Potassium, fluids and intravenous drip (humalog/lantus) were administered. Healthcare provider changed the pump cartridge to resolve the altitude alarms and set a temporary basal rate for 14 hours. Elevated bg/dka resolved and there was no permanent injury. At the time of the report, customer had not yet been discharged. Although multiple attempts were made by tandem technical support to obtain the discharge date, customer did not reply.